Event description:
Physician reported that one day after implantation pacing and sensing measurements relative to the subject lead were not acceptable. Several unsuccessful attempts were made to reposition the lead. Another lead was implanted.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.